Event description:
Hospital advised that a 1000cc bag was hung and the rate was set at 125cc/hr. The volume to be infused was set at 1000cc. The bag emptied in approximately 3 hrs. The nurse was alerted when the pump alarmed and displayed "keep vein open." There was not pt consequence.